Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer's blood glucose as 450 mg/dl. The patient could not stop vomiting. The customer was taken to the ER via ambulance. The customer experienced vomiting and dehydration; they went into diabetic ketoacidosis. The customer's infusion set was changed and they were treated with insulin pump therapy. The customer had to change their set and reservoir three times. Troubleshooting was initiated and the insulin pump settings were accurate. A high pressure test was declined. The insulin pump was not returned for analysis.